Event description:
Met with dr for my 1st office visit in 2005. His exam disclosed a chronic incarcerated hernia (infected) about the size of a baseball. The defect was repair with an oval piece of kugel composix mesh. This mesh was secured with rings. In early 2007, I received a letter notifying me of the defective mesh used. I've had chronic nausea & stomach pains continuously. In late 2007, I went to check with my ob/gyn. His exam disclosed uterine cancer and so, anoher dr performed the surgery. But he had to put a vacuum on my incision, the infectional drainage was too profuse. I had in-home nursing care for 5 months, until he truly suspected the drainage was from the mesh. Third dr, then referred me to another surgeon. (A plastic surgeon). In 2008, dr (who examined my incisional drainage), performed surgery to remove the defective mesh & rings. Recovery was very difficult and my blood pressure dropped suddenly. Almost all causing chronic/severe causing death! Dr (gastroenterologist). Dates of use: 2005 (with first dr). Diagnosis: (oval) mesh patch, used for abdominal hernia. An abdominal vacuum - (for infectional drainage).